Event description:
A patient has both a veptr and growing rods and had some skin breakdown over the connector which is prominent at the descent of the growing rods. The patient was taken to the operating room where the skin breakdown was excised and the hardware was revised so that it was less prominent. Product has not been identified as a synthes device. This report is being filed because synthes manufactures connectors.

Manufacturer narrative:
This info was not provided on completed questionnaire rec'd. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided.